Manufacturer narrative:
Pc-(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that when performing a gastric bypass, the tip of the harmonic broke off and was found but then had to open another device to finish the case. The device was being used correctly and was going through thick mesentery when it broke. There were no patient consequences.